Manufacturer narrative:
(B)(4). One (1) ez-io needle set 9001p-vc-005 (lot/batch 5988731) was received with the needle pack components loose in a (B)(6) bag for investigation. Upon receipt the needle set was visually inspected. It should be noted the needle set is not in its original packaging. The needle set protective sheath was detached and loose in the (B)(6) bag. The complaint has been confirmed. The device history file is not available for review in the us. The certificate of compliance certifies that the lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint has been confirmed via visual inspection. Athlone (legal manufacturer) has issued a non-conformance to address the detached needle sheath (protective cap) issue. Teleflex will continue to monitor and trend related events. Other remarks:

Event description:
It was reported that the cap or guard came off one of the needles. When the fireman reached into the cabinet to retrieve, he got stuck by the needle. They did a check and found another one that the cap or guard was off but there was no harm with the second one.